Event description:
New information received notes that the right ventricular lead was successfully re-positioned on (B)(6) 2019. The patient was discharged in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting noise resulting in episodes of inappropriate automatic mode switch and non-sustained right ventricular over-sensing. The patient was scheduled for lead revision. The patient was in stable condition.